Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient had a lead revision due to a dural puncture and lead migration. To address this, the physician applied a blood patch and replaced the device. There have been no reports of further complications regarding this event.